Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had overheated alarm. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : e3 , e1 ( event site email ) a getinge field service engineer (fse) evaluated and could not verify the reported issue. However, after speaking with the contact, the fse determined that staff may have placed the unit too close to drapes or may have draped the unit itself. Unit shows no logs related to temperature and only an autofill failure on the day of the complaint. Device passed all testing and is ready for patient use.

Event description:
N/a.